Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the connector on a 22 g x 1.00 in. Bd nexiva¿ diffusics¿ closed IV catheter system was not properly bonded which caused leakage of the chemotherapy drug, obdivo. There was no report of injury or medical intervention.

Manufacturer narrative:
(B)(4). Investigation summary: after receiving samples, samples were inspected visually with the microscope and conclusion was made that there was no presence of solvent. A CAPA was opened to prevent reoccurrence of the observed issue. DHR review for lot #1004522 was performed. During production there was no issues related to the product itself but there was an issue with documentation. Documentation change order was done, quality memo was initiated and approved in order to describe deviation. Investigation conclusion: included communication to operators who are performing this phase in particular. There wasn¿t any concern or misunderstanding of assembly procedure recognized. Information gathered about this issue is that in the past similar issue occurred so assembly instruction introduced new assembly method including additional step to rotate phaseal for half of circle upon connection with spike. This was developed in order to have better solvent distribution inside the connection. Root cause description: after performing tests instructed by senior qa management, bd team has come up with following possible root causes: lack of solvent due to delay in time between application of solvent on dispenser and actual connecting spike and phaseal. Dispenser's sensor problems and bottle damage led to this failure. Dispenser periodically was applying solvent on the component by the time when operator noticed it. Dispenser was pulled out of production but there were two lots produced already. Corrective actions: implementation of visual aid in assembly room by the operators working space, so they will be constantly aware of critical phase in manufacturing of this sku. Functional test added in sqc 10-0160. Re-training with operators were performed. Deviation memo on sqc 10-160. CAPA #138160 opened. Adding in the maintenance check-list for dispensers, will be to see if alarm feature is working correctly. Implement additional light source that will be placed near the operator, but pointed at the dispenser wail operator is protected from this additional light source. This will help the operator to see if solvent is being applied on the component. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
CAPA 138160 was initiated. Investigation will be completed. Upon completion, a supplemental MDR will be filed.